Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported, by a medtronic representative who was responsible for assisting a hospital and surgeons in the operating room with the imaging system during surgeries, that they had developed life-threatening terminal brain cancer, known as glioblastoma as a direct and proximate result of the radiation exposure from the system. It was alleged that the system was designed such that exposed medical personnel working in the immediate surrounding area would be subject to life-threatening radiation exposure when it was turned on and operated, and the representative was authorized, trained and instructed to operate the system on thousands of occasions. It was reported that this would result in the extreme likelihood that such radiation exposure would result in a life-threatening injury or death to such operators. It was reported that the representative performed over 8,000 spins with the system and was exposed to life-threatening radiation as a result. It was reported that medtronic failed to take appropriate steps to prevent such radiation. It was alleged that the system was defective and unreasonably dangerous as it could have been designed in a manner to prevent any radiation exposure to medical personal operating the device and the system did not mandate a manner and method to utilizing the device to prevent medical personnel from life-threatening radiation exposure. It was reported that the defects were not known by the representative and were not apparent by reasonable inspection. The representative was injured in and about his body, suffered aggravation of pre-existing condition, pain and suffering, disability, disfigurement, impairment of working ability, mental anguish, and loss of enjoyment of life.